Manufacturer narrative:
Product analysis:visual and functional evaluation of the returned implants did not identify material or functional issue. The implants appear to be capable of performing their intended function.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent corpectomy and t2 placement for l5 burst fracture using t2. The surgery was operated in the lateral position with o-arm/navi. A forceps was used to insert t2 (19mm) instead of inserter for avoiding artery injury. T2 was extended with adjuster but it was found that t2 was dislocated anteriorly on 2d image of o-arm. T2 was changed to 16 mm due to the handleability. Bleeding was observed during insertion and t2 was dropped out of the surgical field because the surgeon had focused hemostasis. Recurrent bleeding was observed during new 16 mm t2 insertion. The surgeon asked vascular surgery team for hemostasis. The positon was changed to supine position and the patient underwent angiorrhaphy. Biopex was used at l5 level and the surgery was finished. Scheduled posterior fusion at l4-s2 levels was aborted. The surgical time was extended more than 60 min.